Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to a refractive surprise. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
(B)(4): explant of an intraocular lens.refractive surprise.all pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer. Visual inspection revealed that the sample was received cut in two pieces with one of loop (haptic) detached. The condition can be related to the lens handled during explant process. The returned sample was inspected at 10x microscope magnification. Visual inspection revealed surface residuals (fiber/particles) on the lens compatible with handling the lens out of sterile environment. The condition of the returned sample did not allow performing diopter/optical measurement. A review of the manufacturing records showed no deviations or nonconformities. The documentation showed that the production order was manufactured according to specifications. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.